Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the revision of the implantable pulse generator (ipg) pocket site due to discomfort associated with the battery placement. During the same procedure, the decision was made to replace the battery, as the physician was already addressing the pocket revision. The location of the device is unknown. Postoperatively, the patient was getting great coverage and reported to be happy with the adjustment of her pocket.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: approximated based on the implant of the subsequent implantable pulse generator (ipg). D6b: explant date remains unknown.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent the revision of the implantable pulse generator (ipg) pocket site due to discomfort associated with the battery placement. During the same procedure, the decision was made to replace the battery, as the physician was already addressing the pocket revision. The location of the device is unknown. Postoperatively, the patient was getting great coverage and reported to be happy with the adjustment of her pocket. Additional information clarified that the reason for the scs ipg replacement is unknown. No further information could be obtained despite good faith efforts (gfe).